Event description:
Patient was implanted with an unknown locking condylar plate on (B)(6) 2012 following motor vehicle accident. It was later discovered on an unknown date that the unknown locking condylar plate had broken. The patient underwent revision surgery on 11/14/12 to remove the condylar plate. It was stated that the patient had a nonunion to the right distal femur. Patient is experiencing some pain and taking unknown medication for relief. No additional information is available. This report is for a condylar plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.